Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced intermittent low voltage alarms. It was noted that the patient cleaned their battery clips and had fully charged batteries. It was also noted that the last low voltage alarms were on (B)(6) 2023. Log files were submitted for review and the event file no longer contained data from (B)(6) 2023. The file did capture a string of intermittent power cable disconnect alarms on (B)(6)2023 between 11:01 and 11:33 caused by a weak connection between the batteries and battery clips. It only occurred on the white lead. It was later reported that the system controller was exchanged, which resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms active on the controller was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained data spanning approximately 2 days (27nov2023 ¿ 29nov2023 per the timestamp). The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power between 29nov2023 at 11:01:32 and 12:40:45 due to the relative state of charge (rsoc) voltage in the white power cable dropping to approximately 0 volts without any routine voltage depletion or power source changes. The alarm appeared to resolve in the following events when the rsoc voltage was restored to its expected voltage threshold. This appears to be consistent with intermittent poor connection between the battery and battery clips. Pump speed was not affected by the alarms. Provided information stated that cleaning the batteries/clips did not resolve the alarms, the controller was exchanged which resolved the event, and no product will be returning. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms, power cable disconnect alarms, and the actions to take if the alarms do not resolve on their own. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.